Event description:
Nurse inserted IV and when vein accessed, the tubing was cracked at the port connection end and blood was coming out of the crack, unable to use device, removed, pt refused any other IV sticks.